Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an intermittent, single tone alarm which was unk. There was no change in speed or flow of the centrifugal pump. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Software data logs are being sent to MFR for further eval.